Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the medication was being pulled from the secondary bag to the primary bag instead of going to the patient. And it completely emptied right into the primary bag even though it was clamped and the tubing was properly attached to the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that the medication was pulled into the primary from the secondary, and returned one used sample of material 2426-0007, lot 25033307. This is the primary tubing. The secondary tubing was a competitor product and any issues or failures in this product will not be investigated. The secondary tubing was used to set up a primary/secondary infusion, or order to replicate the customer's setup. The secondary was infusing blue dyed water and the primary regular water, in order to track if the back check valve was allowing backflow. The backflow test passed and there was no secondary infusion that infused into the primary. The test was run at 250 ml/hr for 45 minutes. The root cause for the back flow issue was not able to be confirmed without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.